Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The coil was left in the patient.

Event description:
The patient was undergoing a coil embolization for a fistula using penumbra coil 400 coils (pc400 coils). During the procedure, while in use with a benchmark delivery catheter (benchmark dc) and a px slim delivery microcatheter (px slim), the physician deployed and detached a pc400 coil into the fistula without any issues. While advancing a new pc400 coil, through the px slim, the coil kicked the px slim out of the fistula space, which in turn, kicked the benchmark dc out; subsequently, the pc400 coil unintentionally detached and part of the coil was in the px slim while part of it was deployed in the space that they were embolizing. The physician attempted to aspirate the detached coil out of the patient but was unsuccessful. The physician indicated that there was no other good option to retrieve the coil and did not believe that the detached coil would cause any harm to the patient so it was left in the petrosal vein and the cavernous sinus. While the patient was undergoing an exam to get her ready for a balloon test occlusion (bto), she experienced a stroke and her cavernous aneurysm ruptured. The patient had labile blood pressure and the hospital staff believed that she experienced a stroke when her blood pressure became low. The physician does not attribute the reported stroke and ruptured aneurysm to the detached pc400 coil but to the delayed rupture post-pipeline placement. On (B)(6) 2015, the patient expired and the cause of death was reported to be the stroke and ruptured aneurysm. The physician does not attribute the patient's death to the pc400 coil.